Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received to clarify that when the capsule "stood up" during the implant of the valve means the valve was positioned closer to the lesser curvature side, and there were no issues with the capsule. There was no thrombus located on the valve, and the stroke was not hemorrhagic.

Event description:
It was reported, one day following the implant of this 26 mm transcatheter aortic bioprosthetic valve, the patient experienced a cer ebral infarction. Thrombus treatment was performed; however, paralysis persisted in the patient¿s leg. No further information was provided.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: d-evolutfx; product ID: d-evolutfx-2329 ; lot: 0012967616; UDI: (B)(4); manufactured date: (B)(6) 2025; use by date: 2027-08-13; implant date: non-implantable; FDA site ID: 9612164 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, one day following the implant of this 26 mm transcatheter aortic bioprosthetic valve, the patient experienced a cer ebral infarction. Thrombus treatment was performed; however, paralysis persisted in the patient¿s leg. No further information was provided. Additional information was received that during the implant procedure of the transcatheter aortic bioprosthetic valve (tav), heparin was administered, the patient's activated clotting time (act) levels was monitored every 30 minutes, and the patient's act level was 250 seconds throughout the case. During the implant of the valve and after the first recapture, the patient became hemodynamically unstable, and valve exchange could not be performed. The valve was recaptured a total of 5 times because the capsule "stood up" during insertion, and an appropriate depth could not be maintained. The valve was implanted in the patient's native annulus. There was no thrombus noted during the valve implant procedure, and the procedure was 70 minutes long. The day after the procedure, the patient developed the stroke symptoms, specifically mild paralysis of the left hand. Subsequently, a computed tomography (CT) scan was performed due to the paralysis which confirmed the stroke. The left hand paralysis improved with rehabilitation and resolved 3 days following the implant of the valve. There was no ischemia. Per the physician, the cause of the stroke was possibly due to migration of calcification, and was a result of a thromboembolism; however, it was unknown whether the stroke was related to the valve and delivery catheter system (dcs). The patient's calcified anatomy was noted as a contributing factor to the stroke.